Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 black plastic at the tip of the cutting tool just above the jaws melted while it was in the patient's arm. There was no intervention needed as the device melted on itself. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 black plastic at the tip of the cutting tool just above the jaws melted while it was in the patient's arm. There was no intervention needed as the device melted on itself. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Signs of charred tissue and blood were observed on the heating element. The silicone was peeled at the center of the cold jaw with detachment. The missing piece of silicone was not returned with the device. The heater wire was observed to be flexed away from the center of the hot jaw. The wire remained in place at the tip and at the base of the hot jaw. The shrink tubing in the area nearest to the prime jaw subassembly rm7001304 was torn with no sign of melting. No other failures were observed. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An engineering evaluation was conducted and precluded that the microscopic evaluation determined that the damage to the shrink tubing was a tearing and not melting of the device. Testing of the electrical integrity of the jaw assembly was not required. Based on the results of the evaluation, the reported failure "melted" was not confirmed but was confirmed for the analyzed failures ¿peeled; shaft¿, ¿material twisted/bent; wire¿ and ¿peeled; jaw¿. Specific actions for the analyzed failures ¿material twisted/bent; wire¿ and ¿peeled; jaw¿ are being maintained and documented under maquet's failure investigation report (fir) system.